Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported 50% bone loss and implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.